Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient was unable to provide all of the answers during the troubleshooting; therefore the origin of the air in the line could not be determined. The patient wanted to end the therapy. The technical service representative assisted the patient with ending the therapy. The patient stated that they were going to use manual supplies to finish the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.